Event description:
The fse reported a breakage of the y lock shaft while he was performing the xct alignment quality assurance (qa) on the brightview xct camera. This break caused the flat panel to drop towards the collimator on detector one. Since the fse was on site performing the xct alignment quality assurance (qa), as part of a software upgrade of the system, there is no report of pt injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint (B)(4).